Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. .

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 470 mg/dl and associated symptom of polyuria. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a frequent, persistent occlusion issue. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an occlusion issue involving the insulin cartridge.